Manufacturer narrative:
Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 1100825876. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 1100825623. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100812981. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) pressure regulating balloon (prb) migrated. A surgical procedure was performed during which a new prb was implanted. The patient fully recovered, and there was there were no patient complications reported.